Event description:
Customer called and said they used the hand pendant to raise the table, and the table had a delayed reaction and it started movement upward. Symptom able to be duplicated once while I was on-site inspecting. Table drove up unexpectedly during case causing patients leg to be pinched between table and c-arm (reference ticket (B)(4)/customer purchased replacement hand pendant on (B)(6) 2014 on (B)(4)). During case on (B)(6) 2014, table drove up and pinched patient's right leg between table and c-arm. Minor skin abrasion and pressure indentation reported. Case completed successfully.